Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery has taken place due to the loosening of glenoid. The patient complained of pain and the doctor decided to perform a revision surgery. The general physical condition of the patient is not very good, which is why a further anatomical prosthesis was omitted and an inverse prosthesis was implanted to protect the subscapularis. The initial surgery took place on the (B)(6) 2015. The revision surgery took place on the (B)(6) 2018. Following devices were involved: cd-9349-18, ar-9301-03, ar-9105-02, trunion ar-9300-49cpc. Those devices were completely removed from the patient and will be send in for evaluation. After performed evaluation by arthrex (B)(4) the customer claims the devices back. Following devices were implanted on the revision surgery: ar-9120-01,ar-9165-20nl, 2x ar-9145-36,ar-9504s-04, ar-9502-36cpc, ar-9501-13cpc, ar-9555-06,ar-9503s-03.

Manufacturer narrative:
The complaint is confirmed, the glenoid was found to be damaged and/or worn, and the superior peg did not seem to have been cemented as no residue was found. The absence of cement is the most likely cause of loosening of the glenoid plate.